Manufacturer narrative:
Device was not returned, eval was not completed. As per the clinical investigation, there is no serious injury associated with this event, there were no complications reported. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that dialysis solution is leaking out the cassette and into the cycler. There is no known pt ill effect.